Manufacturer narrative:
This report is submitted on 01 november 2019.

Event description:
Per the clinic, the patient experienced magnet dislodgement during an mris (1.5 tesla). The patient's head was wrapped as an approved indication in europe. Surgery to replace the magnet has been completed (B)(6) 2019.